Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.25 x 38 synergy¿ drug-eluting stent, it was noted that the stent was released from the balloon catheter when the distal protector was removed from the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery catheter (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged with its entire length with stent struts stretched and distorted. The maximum crimped stent profile measurement as per manufacturing data was reviewed and the measurement is within the specification. The stent protector inner diameter of the returned device was measured which is within the specified inside diameter of the stent protector specification. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The stent protector offers full protection to the crimped stent and device tip. It is most likely that stent detachment occurred due to handling during removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon appeared to have been subjected to negative pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.25 x 38 synergy¿ drug-eluting stent, it was noted that the stent was released from the balloon catheter when the distal protector was removed from the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.